Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case, cracked select button keypad overlay, broken belt clip rails, faded serial number label, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. They took out the battery and waited until the notification light stopped blinking. They tried to use the device, but the alarm recurred. They had previously performed troubleshooting for the alarm. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.